Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-03596.

Event description:
It was reported that during a knee arthroplasty, while the surgeon was reaming the patella for insertion, the fitting on the reamer fractured. All of the fractured pieces were removed from the surgical site. Attempts have been made and additional information on the reported event is available at this time. No additional patient consequences were reported.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.